Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had effective therapy with no leaking and improved urgency but continued to experience nighttime frequency. Despite multiple reprogramming sessions and the use of a stimulation holiday, the patient remained dissatisfied with the results, even though there was more than 50% improvement in symptoms. The device was removed. There were no additional patient complications.